Event description:
According to the patient, the poc got hot and burned the patient. The patient has not responded to calls or emails requesting further information.

Manufacturer narrative:
A request for further information has been initiated. Once the device and more information is received an investigation will be conducted and a follow up will be submitted if required.